Event description:
It was reported that the customer did not finish priming his insulin pump and took a nap. When he woke up he attempted to bolus again but was not able to get the insulin pump to work. The customer also reported issues with his keypad. His blood glucose level was 212 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump operated properly and the correct screens showed on the display. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.